Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the ipg for an extended period of time following a non-device related surgery, wherein an electrocautery was used. The patient underwent an ipg replacement procedure and was doing will postoperatively. The explanted ipg will not be returned by the facility. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.